Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the battery health algorithm shut off the battery due to high latent current. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely root cause was traced to a component failure. The evaluation detected an unreported condition: during the analysis, the handle was opened up and the battery was found to be vented. The most likely root cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the device would not charge. Another handle and charger were used to resolve the issue in order to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident device found that both battery cells were vented.